Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a thoracic an aortic aneurysm. Approximately 30 months later, it was reported the patient experienced bleeding/coagulation complications. The event was treated but remains unresolved at this time. No additional clinical sequalae were reported and the patient will be monitored by their physician.